Manufacturer narrative:
A correlation between the lvad and the reported infection could not be conclusively determined as the patient remains on vad support and no further related events have been reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transferred from another hospital with a driveline infection. The pt is currently not on antibiotics as they were interfering with anticoagulation. The antibiotics were terminated and the driveline infection has not increased in severity. The hospital staff will continue to monitor the status of the driveline infection.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.